Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a qdot micro catheter and the patient experienced cardiac perforation which required a pericardiocentesis. It was reported that the patient had a perforation of the left ventricle and a pericardial effusion. The qdot catheter was being visualized as outside of the fast anatomical map shell on the carto 3 system and the physician was notified. The patient's blood pressure was stable, and no pericardial effusion was seen on intracardiac echocardiogram (ice). After the qdot catheter was pulled back, the pericardial sac started filling up and the pericardial effusion was confirmed on ice. The cardiac perforation and pericardial effusion were confirmed on ice and transesophageal echocardiogram. The medical intervention performed was pericardiocentesis. The last known patient status was stable and transferred to the intensive care unit. No ablation had been performed. The qdot catheter and coronary sinus catheter were inside of the body when the injury occurred. The octaray catheter was used during the case, but the octaray catheter was not in the body when the injury occurred. Ngen generator was set up for ablation, but no ablation was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).